Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The de novo target lesion being treated was located in the severely tortuous and calcified concentric left anterior descending artery (lad). The lesion was 80% stenosed, 3mm in diameter and 26mm long. During the procedure, the physician used an unspecified balloon and a 3.0x15mm quantum maverick balloon for kissing balloon technique. It was noted that the shaft of the quantum maverick broke within the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed the hypotube of the returned balloon catheter was broken. The proximal portion of the device measured approximately 50.5cm from the edge of the strain relief to the broken area of the hypotube. The distal portion of the device measured approximately 92cm from the hypotube broken area to the distal tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The de novo target lesion being treated was located in the severely tortuous and calcified concentric left anterior descending artery (lad). The lesion was 80% stenosed, 3mm in diameter and 26mm long. During the procedure, the physician used an unspecified balloon and a 3.0x15mm quantum maverick balloon for kissing balloon technique. It was noted that the shaft of the quantum maverick broke within the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.